Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that images were accidentally deleted by a customer. This resulted in the images not being recovered which could have led to potential harm by a delay in treatment or diagnosis. There is no indication the event led to actual patient harm. (B)(4).

Manufacturer narrative:
An investigation was launched related to the ease of the ability to delete images. A change will be implemented that will change the default setting of deleting an image from yes to no. An upgrade is required for resolution. Reference (B)(4). Revised information contained in this supplemental report includes the following: updated manufacturer contact name email. Updated contact office - name/address . Date new information received by manufacturer . Indication that this is follow-up report 001 . Indication of malfunction as reportable event . Indication of recall. Addition of FDA assigned recall reporting number. Indication of additional manufacturer information is contained in this follow-up report.